Event description:
Customer reported observing evidence of fire on his adc blood glucose meter. Customer reported the test strip port of his meter was melted and black. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated. Visual inspection of the returned meter identified soot on and around the strip port, melted plastic near the strip port, discoloring of the metal esd shield, indicating the meter had gotten very hot at some point. Investigation determined these findings to be evidence that the meter was subjected to a powerful, high voltage surge of electricity from an external source. The complaint is not confirmed.

Manufacturer narrative:
The meter has been received, it was determined that further investigation is needed. A follow up report will be submitted once additional information is obtained.